Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed blood in the balloon and inflation lumen, and contrast on the proximal shaft. The balloon was loosely folded which indicates that the balloon had been pressurized. Using an indeflator, filled with water, the balloon was pressurized and fluid was observed leaking from a pinhole in the balloon distal to the proximal balloon marker. There was a longitudinal scratch distal to the pinhole. Factors that can contribute to balloon pin hole and scratch include, but are not limited to, balloon damage during mfg, interactions with other products, pt anatomy, lesion calcification, or lesion tortuosity. No mfg quality deficiencies were observed. The balloon scratch and pinhole appear to be procedural related. A review of the finished device lot history record did not reveal any non-conforming material record associated with this lot and on-line sampling destructive testing to rupture met the product spec. During production, all balloon catheters are 100% visual inspection, 100% leak tested, and 100% pressurized to rated burst pressure. Additionally, samples are destructively tested to rupture during reliability engineering on-line testing.

Event description:
Device malfunction: partial inflation, suspected hole. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the viatrac plus catheter was forcefully advanced through the tight, highly stenosed, heavily calcified proximal, lesion in the superior mesenteric artery. The balloon only partially inflated during dilatation. Although no contrast leak was seen on angiography, balloon damage such as a tear or hole was suspected as having occurred. The device was removed and a coronary balloon was used to complete the procedure. There was no adverse pt effect. Inspection of the balloon after removal found no anomaly. Though requested, no add'l info was provided.